Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen, type, dose and concentration unknown. There was a problem with the patient's pump (unspecified). The hcp wanted to replace the pump but couldn't yet as the patient had an infection. It was stated that the infection was not related to the pump but no other details regarding the infection were known. No other symptoms were reported.